Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during fill 2 that the cycler alarmed for air detected in the cassette. Treatment was discontinued. When she opened the cassette door to remove the cassette she notice fluid leaking. Patient stated that there was fluid inside of the cassette area and the cassette was all wet. The sample was retained but has not been made available for evaluation at this time. During follow up the patient reported she had notified her nurse about the event and was not prescribed any antibiotics. Patient¿s effluent remained clear, there are no serious injuries or complications.